Event description:
It was reported that after 1/4 of the stent graft was deployed in a dialysis graft, it would not deploy any further. The physician removed the device without any difficulties and completed the procedure successfully with another stent graft. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device is in transit to the eval site. The event investigation is currently underway.